Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope exhibited having foreign objects inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: air/water cylinder had no color, suction cylinder had no color, scope case unit had corrosion due to water leakage, plug unit had corrosion due to water leakage, circuit board unit in suction connector had discoloration due to water leakage, micro connector unit in suction connector had discoloration due to water leakage, due to a scratch on objective lens the image had a partial dark area, due to wear of angle wire the play of upward/downward knob was out of the standard value, due to wear of angle wire the play of right/left knob was out of the standard value, due to wear of angle wire bending angle in up direction did not meet the standard value, due to wear of angle wire bending angle in down direction did not meet the standard value, due to wear of angle wire bending angle in down direction did not meet the standard value, due to wear of angle wire bending angle in right direction did not meet the standard value, the cover of light guide bundle was damaged, probe cover had a dent, objective lens had a scratch, and adhesive on bending section cover was detached. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.